Event description:
Customer reports of a past even in which she received a no delivery alarm. Customer reports that blood glucose was 600 mg/dl. Customer reports that no delivery was resolved with a complete set change. Customer was advised to call when issue is occurring in order to troubleshoot. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.